Event description:
Reporter stated that at an unspecified time "in the morning" customer had bleeding in his eye and went to the hospital. At the hospital no treatment was received and no inr test was performed. At 7:00 pm that evening customer tested 4.5 inr on the coaguchek xs system and went to the hospital again. A comparison lab obtained at 7:15 pm returned as 3.08 inr. No medical treatment received. No adverse event due to the device was reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.